Manufacturer narrative:
A comprehensive re-review of the manufacturing records was conducted. There were no departures noted that would negatively impact the implants manufactured from lot nz18490018. Bovine pericardium implants undergo a validated sterilization method: tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicated that serial ID (B)(6) met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed a total of 8 implants from the lot without related complaints. Integra duraflex suturable dural grafts are a natural, resorbable collagenous device. The absorption and tissue regeneration processes begin one to two days after implantation and may last for weeks or months. The most common causes for failure of the regeneration process are associated with the medical history of the patient (i.e. Diabetes, allergic reaction) and level of compliance with post-operative instructions. Additional information is needed to better understand and possibly explain the complications reported, including whether the patient has an allergy to bovine collagen and/or bovine material, patient's medical history and compliance with post-operative care. Given the facts that: rti records re-review results indicated that bovine pericardium implants manufactured from lot nzs18490018 met all specification requirements and release criteria at the time of distribution; bovine pericardium implants from the complaint lot were processed utilizing a validated sterilization method, tutoplast® which includes terminal sterilization by gamma irradiation after packaging; and additional patient medical information was not provided, the surgical outcome of the recipient is more likely associated with one or more extrinsic factors, rather than an intrinsic property of the bovine pericardium implant.

Manufacturer narrative:
The xenograft remains implanted. Therefore, our investigation is based on a comprehensive review of production records, and evaluation of patient medical information provided. Once the results of the investigation are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rt) received an adverse event complaint from our distributor integra life sciences on 10/27/2020. The reported complaint indicated that a (B)(6)- y.o. Male patient underwent surgery for a pituitary tumor on (B)(6) 2020 with implantation of a duraflex dura substitute graft. The patient developed a csk leak post-operatively. On (B)(6) 2020, the patient underwent surgical intervention to correct the csf leak. During surgery it was noted that the duraflex graft had a hole in the middle. The edges of the graft had sealed properly.